Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and the lead indicated stretching.

Event description:
It was reported that the pacing lead was attempted, but was difficult to place due to very tight patient anatomy which resulted in insulation damage on the lead. Also, the helix was unable to be retracted. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.